Manufacturer narrative:
B5-updated information: lens was explanted. Claim# (B)(4).

Manufacturer narrative:
B5: additional information: on 18-nov-2020, the lens was exchanged with a shorter lens due to excessive vault and elevated iop. Vaulting was resolved with exchange, however see MFR claim#: (B)(4) for residual symptoms after exchange. Cause of the event is reported as a patient related factor: "the measurement of the wtw was correct and icl calculation was coherent with it. But apparently, the icl of 13.2mm was too big and didn't found the great position of implantation in the sulcus. We had to remove it for a smaller one." Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.5/+2.5/093 (sphere/cylinder/axis), into the patient's right eye (od). The surgeon reports that immediately postop there was elevated iop, pain, corneal edema, and a vault of 1200. Diamox was administered. Day 21 postop the vault is 1000, the pupil doesn't tighten well, no pain or edema, iop 18.